Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test / pads failure during operational testing. It was noted by the customer that they had already replaced the therapy cable and test load in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.